Manufacturer narrative:
(B)(4).

Event description:
Procedure: unknown. According to the reporter: while disposable fan retractor was in use, it would not fully close when the surgeon wanted to remove it through the port. On removal, a piece of the cuff had broken off into the pt's abdomen. The pieces were retrieved and matched up to the instrument to ensure all had been removed.